Event description:
This lv lead was implanted on (B)(6) 2017 and was capped on (B)(6) 2018. A product experience report was received on 05/19/2018 stating that this lead exhibited pacing inhibition and loss of capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).